Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur. It was resolved that the customer could continue using the pump, and they were advised to contact technical support if any further malfunctions occurred. Additionally, the customer requested a replacement of the infusion set due to early removal, but was informed about manufacturer delays and advised to consider the as90 10 pack for future use.